Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The occurred during a tumor resection. The surgery was re-scheduled. There was no reported impact to patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem did not work. No patient was present at the time of the event. Additional information was received via email: it was reported that this was during a cranial procedure. The first issue reported was the site did not adjust the position of the first blue dot. The navigation system calculated the initial position of the first dot on the patient forehead. The patient had hydrocephalus, and the tracing did not use the nose and had the forehead for the highest point in a "p" orientation. When the site touched the patient for the first time, the second dot was shown on the back side of the head but the user did not notice and tried to touch forehead as usual. The second issue was the foot switch as not connected to the axiem box. The second phase of 3 point tracer registration did not start. A manufacturer representative explained how to move the blue dot to tip of when it will be located elsewhere and asked to the site to make sure the footswitch is connected to the system.